Manufacturer narrative:
This report has been identified as a duplicate. The event identified in this report was determined to be the same as that which was reported in MFR report # 1218950-2018-01844.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices' dash line for leads had frozen. There was no reported patient involvement. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4) and will be reported in the united states under device model # (B)(4).